Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have received excessive no delivery alarms. Customer experienced high blood glucose level of 499 mg/dl and treated with manual injection. The customer had no symptoms of high blood glucose. Customer's blood glucose value was 245 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did not contact their healthcare professional. Customer declined to troubleshoot for high readings. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.